Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The patient's skin irritation is described as several sores that caused bleeding. The patient's doctor advised the patient to use cortisone cream. Follow up was completed and the patient's skin irritation was improved.